Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/18/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported button 7 not working and keys 8 and 9 working intermittently, which was reproduced as keys 7,8,9 being unresponsive. The reported condition was verified. The cause was determined to be a failing keypad. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad button 7 was not working and keys 8 and 9 were intermittent. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.